Manufacturer narrative:
H3, h6: it was reported that second left hip revision surgery was performed. During the revision, the head, cup and sleeve were all explanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part and lot details were not received for investigation no thorough manufacturing record review or assessment of the reported event can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. Although aseptic loosening was reported, there were no clinical findings in the provided medical documentation to confirm. It is unknown if the vertical acetabular socket position led to accelerated wear and the reported pain and elevated chromium and cobalt levels and fluid collection. Based on the information provided, the clinical root cause cannot be confirmed. It cannot be concluded that the reported clinical reactions are associated with a malperformance of the implant or implant failure. The patient impact beyond the revision cannot be concluded. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the information provided, factors known to contribute to the alleged fault include excessive physical activity levels and loosening of the components, increasing the production of wear particles, accelerating damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
Us legal. It was reported that, after a revision surgery performed on (B)(6) 2010 where an initial birmingham resurfacing where converted to bhr tha plaintiff has experience a femoral component failure. A second revision surgery was performed on (B)(6) 2021 where the cup, sleeve and head were removed and a oxinium femoral head was implanted instead. Patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H10. Additional information in b5, b6, b7. Internal reference number: (B)(4).

Event description:
It was reported that, after a revision surgery performed on (B)(6) 2010 where an initial left birmingham resurfacing was converted to a left bhr tha, the plaintiff has experienced pain, aseptic loosening, pseudotumor and elevated chromium and cobalt levels. A second revision surgery was performed on (B)(6) 2021 where the cup, sleeve and head were removed and a oxinium femoral head was implanted instead. Patient outcome is unknown.